Event description:
It was reported that during a colectomy procedure, although the hand switch was functional at the system check, it was non-functional during the operation. Foot switch was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/20/2009. Info anticipated, but unavailable at this time.